Manufacturer narrative:
Results, conclusions: stenosis. (B)(4).

Event description:
During the index procedure, the patient was treated with an amphirion deep balloon in the right sfa. The device was a success. Approximately 5 months later, the patient suffered peripheral artery stenosis in the target lesion. The target lesion in the right sfa was treated with a non medtronic balloon and non medtronic stent. The event was resolved. The event was assessed as probably related to the study device and the procedure.